Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed primary audible alarm post. The cause was identified to be the primary speaker and interconnect board. The speaker and interconnect board were both replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the primary audible alarm alarms while in use with patient. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B5: additional information was received stating that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient harm/adverse event reported. D3: correction.